Event description:
Physician was attempting to deliver two endeavor resolute drug-eluting stent (2.75mm x 12mm <(>&<)> 2.75mm x 24mm) to a calcified lesion in the lad with 90% stenosis and vessel tortousity but the devices could not cross the lesion. The physician gave up the surgery. The patient is good. No clinical sequelae were reported. Evaluation summary: the hypotube of the device was kinked at 8cm and 57.5cm distal to the strain relief. The strain relief appeared was slightly bent. The distal tip was stubbed. The stent was present on the device, but appeared to be severely deformed. The distal section to the middle section of the stent was stretched. The stent was almost completely unravelled from the balloon. The proximal section of the stent had less damage evident. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 90% stenosis, calcification and tortuosity. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosis, calcification and tortuosity. Inherent risk of procedure ¿ (stent deformation). (B)(4).